Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2006. On (B)(6) 2011, it was reported that the ipg is very difficult to locate and communication with the ipg is lost very easily. The patient has stimulation. A spacer kit was given to the patient. No additional information is available at this time.